Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy effluent. The cause of the event was unknown. The day following the event onset, the patient was hospitalized. Also that same day, the patient started treatment with intraperitoneal ceftazidime (1g daily) and intraperitoneal vancomycin (1g every fifth day). Dianeal therapy remained ongoing. Three days after the event onset, the patient was deemed recovered from the event. Four days after the event onset, the patient was discharged from the hospital. The following day, the ceftazidime and vancomycin were discontinued and the patient was switched to intraperitoneal meropenem (500 mg twice daily for fourteen days). At the time of this report, the patient remains on meropenem. No additional information is available.